Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age and gender unknown), the device did not have pacer output. Complainant indicated that the patient subsequently expired.